Manufacturer narrative:
The MFR's service rep performed an on-site investigation, and could not duplicate the reported problem. The system was tested and is operating as intended.

Event description:
The customer reported that the subtraction mode would not work on the 9800 system. No pt injury was reported.